Event description:
It was reported that during a laparoscopic left hemicolectomy the surgeon fired the device across the rectum and there were malformed staples. The site used a new device to close off the rectum and then performed colorectal anastomosis. No patient consequences were reported.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.